Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular treatment of iliac artery aneurysm interventional procedure. Reportedly, the suture of the first prostyle was successfully pre-placed. During deployment of the second prostyle device, the foot was unable to be closed in step 4 and there was resistance during removal of the device which resulted in vessel damage and bleeding in the common femoral artery. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 12f and the endovascular procedure was completed. After the procedure, the prostyle sutures were successfully tightened, but there was still a little bleeding [from vessel damage], which was resolved with manual compression (pressure bandage) for 10 minutes. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on return device condition and the lever was manually opened, and the foot was retracted with no anomalies noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A needle to cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effects of unspecified tissue injury and hemorrhage are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.